Event description:
Related manufacturer reference numbers: 1627487-2022-03262, 1627487-2022-03263, 1627487-2022-03266. It was reported that patient experienced ineffective therapy after a fall. System diagnostics recorded high impedances on all lead contacts. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.